Manufacturer narrative:
The user facility initially contacted steris on (B)(6) 2019 and reported that a "light smoke" had emitted from their cmax surgical table. The same day, a steris service technician arrived onsite to inspect the table. The technician observed minor damage to the table's internal components including evidence of fluid intrusion. The reported "light smoke" was attributed to fluid contacting the table's internal components. The table subject of the event is not under steris service agreement; the user facility is responsible for all maintenance activities. As part of these maintenance activities, user facility personnel are responsible for ensuring the column and base covers are properly resealed after preventive maintenance activities to prevent fluid intrusion to meet the ipx4 rating. The cmax surgical table is designed to meet the ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. The technician counseled user facility personnel on the proper use and operation of the cmax surgical table, specifically instructions on how to properly seal the column and base covers each time they are removed and reinstalled as part of servicing activities. The table was installed in 2005, making it 14 years old at the time of the event, beyond the stated useful life of 10 years. The user facility elected to remove the table from service instead of having it repaired. On 10/29/2019, steris received the medwatch report and a follow-up investigation was conducted. While resealing the table after removal of the covers has always been a required service activity, in 2014, steris revised the operator manual for the cmax surgical table to include specific instructions on resealing the table's covers when being reinstalled after servicing. This revised manual was provided to all customers who had purchased a cmax table, including (B)(6) hospital who received the revised manual on (B)(6) 2014. Steris has the proof-of-delivery documentation from this shipment as confirmation that the manual was received by the customer. Following receipt of this medwatch, where the customer claims steris had not previously provided this manual despite several requests, steris again provided the user facility the operator manual. As a gesture of goodwill, the customer was also provided a maintenance manual free of charge. No additional issues have been reported. - mw5090311.

Event description:
The user facility reported via medwatch report number mw5090311 that their cmax surgical table had a "hot smell" and was smoking. The table was inspected by user facility personnel who identified evidence of fluid intrusion underneath the column covers near the power supply. There was no patient present at the time of the reported event. No report of injury or inhalation/irritation. No report of fire.